Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a very calcified vessel of the coronary artery. A 3.00x8mm promus premier¿ drug-eluting stent was advanced but was unable to cross through a previously implanted stent. The device was pulled out, however, the stent strut was lifted away from the stent's body. The procedure was completed using a different device. No patient complications were reported.